Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Based on historical quality control results, there is no indication of a performance issue with vitros tropi es, lot 2870. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample within troponin I concentrations < url (0.034ng/ml). Therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. The customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing did not likely contribute to the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent, lot 2870. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample using vitros tropi es lot 2870 in combination with a vitros 5600 system. Patient sample 1 result of 0.227 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).